Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, dung a lar procedure. During the second firing, in the middle of firing the device stopped and could not be fired anymore. A new device was opened to complete the procedure. The current status of the patient is stable.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a lar procedure. During the second firing, in the middle of firing the device stopped and could not be fired anymore. It is unknown how the case was completed. No known patient injury.